Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was walking from the bathroom to his bedroom and suddenly collapsed. The reporter called 911 (no treatment was provided to the patient by the reporter). The patient¿s cgm was reading 45 mg/dl at this time. No bg meter reading was taken at this time. Ems arrived and transported the patient to the ER. The reporter stated that they were not with the patient in the ambulance, therefore, they are not aware of what medications/treatment they may have given to the patient, nor does the reporter know when the patient regained consciousness. The only bg meter reading the reporter could recall was 90 mg/dl, but it is unclear when in the timeline this occurred. The reporter did allege an inaccuracy for this event even though there are no direct cgm/(B)(6)v2024. However, the reporter was not with the patient during his hospitalization and only knows the patient was treated for hypoglycemia and low sodium levels but could not provide any specifics. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.